Manufacturer narrative:
On (B)(6) 2021, a complaint handling specialist of infutronix confirmed with the user facility that the affected device has been discarded and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a complaint handling specialist of infutronix reported an issue on behalf of an end user: "an administration set model hs-008 lot n/a set leaked and it soaked the entire bag. Exact location of leak is unknown by the customer. They did not see where it was coming from. They also confirmed to me that the set will not be returned, they were already discarded." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).